Event description:
It was reported that the patient had an infection. Follow-up was performed to determine more information about the infection. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 377760, lot# v017542, implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 377760, lot# v017542, implanted: (B)(6) 2007, product type: lead. (B)(4).